Manufacturer narrative:
The lead was discarded following the procedure and will not be returned for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that unexpected pacing markers were observed on this right atrial (ra) lead during manual threshold testing but not during automatic capture tests. Boston scientific technical services (ts) discussed differences in how the device collected measurements between the tests and provided suggestions for additional investigation. Information was later received indicating the issue was determined to be the result of right ventricular (rv) lead dislodgement interfering with the ra signal. Intervention was performed and both the ra and rv leads were explanted.